Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was exposed to moisture from sweat and condensation is visible under the screen. Customer stated that the buttons on the insulin pump are unresponsive and the batteries are failing. Customer's blood glucose reading at the time of the call was 276 mg/dl. No further information reported.

Manufacturer narrative:
The up arrow button did not respond due to moisture damage on the keypad traces. No failed battery test or battery out limit alarms could be verified due to the button anomaly. The insulin pump had moisture damage on the display board. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube.